Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) migrated to the scrotum. The physician attempted to reposition the balloon without success. The balloon was removed and replaced. There were no patient complications.

Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) migrated to the scrotum. The physician attempted to reposition the balloon without success. The balloon was removed and replaced. There were no patient complications.